Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level of above 500 mg/gl with large ketones present. Reportedly, the contact changed supplies and increased basal per hcp recommendations and delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The contact stated elevated bg's could possibly be due to hormones, customer being sick in the last week and currently using back thigh muscles for infusion set site due to being "very lean" and active. A recommendation was made for the customer to contact the healthcare provider (hcp) to discuss factors that may affect bg level.